Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized multiple times: cause unknown. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to an alternate form of insulin therapy. Tandem technical support unable to gather further information as contact decline a follow up.